Manufacturer narrative:
The device was not available for evaluation. It was reported that a screw or screws backed out past the locking mechanisms of a 3 level resonate plate. It was reported that the back-out was discovered on follow up images. The post-op image provided shows the head of at least one screw being proud of the plate at the bottom level of a 3-level plate. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. It was reported there was no pain or adverse effect to the patient. There were no plans for a revision at the time the issue was reported. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.